Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labelling or packaging failed to meet its specifications when released. During visual inspection, there was evidence of blood within the balloon. During functional test, an attempt was made to inflate the balloon, however the balloon was noted to be leaking through a small hole in the balloon. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported events were confirmed during the device analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the physician used a guidewire to bring balloon catheter to pass the stenosis and dilated the balloon. However, the balloon was leaked and could not be inflated. Additional information indicates that a hole/perforation was noted to the device, a pressure pump was used to inflate the device, the correct inflation medium was used to inflate the balloon as per the dfu and the device was not inflated over nominal pressure or excessive pressure used. The device was returned, and analysis confirmed that that the balloon was leaking through a hole to the balloon. It is probable that the balloon was damaged during use causing the reported events. An assignable cause of procedural factors will be assigned to the as reported ¿balloon difficult to inflate¿ and to the as reported and as analyzed ¿balloon leaked during use¿ and ¿balloon has hole perforation during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the physician used a guidewire to bring the subject balloon catheter to the target lesion. The subject balloon leaked and could not be inflated at the target lesion. There was a hole noted at the subject balloon. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the physician used a guidewire to bring the subject balloon catheter to the target lesion. The subject balloon leaked and could not be inflated at the target lesion. There was a hole noted at the subject balloon. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.